Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The introducer sheath was not returned with the coil. Visual inspection of the device revealed that the coil delivery wire was kinked, likely due to handling. The main coil was found to be kinked and stretched as well. Functional testing could not be performed due to the damaged condition of the returned coil. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation. B5: executive summary: updated. D10: product available to stryker: updated. D11: concomitant products grid : updated. H3: device evaluated by mfg: updated. This is the 1st of 2 MDR.

Event description:
It was reported that during the procedure, the physician was able to implant the first coil (subject device) without any issue. The physician then implanted the second coil; however, got tangled with the first subject coil. Both coils were removed and replaced. No known patient consequences reported. No additional information provided.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during the procedure, the physician was able to implant the first coil (subject device) without any issue. The physician tried implant a second coil; however, got tangled with the first subject coil. The equipment was removed from the patient and replaced. No known patient consequences reported. No additional information provided.